Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.

Event description:
It was reported that the etrak 2500 system locked up and gave tracking failure error message during a case. The procedure was completed without incident. No pt injury was reported.